Event description:
Abbott r&d internal testing and code review identified an issue where the readings from one cm3100 system session for one patient (patient a) were incorrectly reported under a different patient (patient b). No patient injury was reported. The issue is currently under investigation. MDR-2025-18466 was created for the second patient (patient b).

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
CAPA 139725 has been initiated to investigate this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q325-hf-1 cardiomems duplicate patient profile advisory notice issued by abbott on 20 aug 2025.

Manufacturer narrative:
This report is being sent to correct the missing information in section g3 from MDR-2025-18464-02 - date received by manufacturer.